Event description:
I had 20 year old mcghan textured saline implants replaced with allergan smooth cohesive gel implants. Four months after receiving the gel implants, I became sick. I had extreme fatigue, anxiety attacks, headaches, brain fog, muscle cramping, jaw pain, and constant diarrhea, and could not even go to work for awhile. Alarmed at these poisonous side effects, 6 months after receiving the gel implants, I had them removed, along with a full capsulectomy since the original capsule had not been removed when my surgeon did the implant exchange. I am now recovering. I have no trust in the FDA's claims. These breast implants are dangerous. The doctor didn't have a clue about why I was having so many symptoms. After much research, I refused to get on the multiple doctors/multiple tests merry-go-round only to have doctors who are uninformed about breast implant illness try and figure out what is wrong, then try and pin their best guess diagnosis on me or give me a bunch of pills that would never really get to the root of the problem.